Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Lancet was sticking out of drum and pricked the customer. No medical attention needed. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.